Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the basic occlusion and displacement tests. However, the pump was unable to perform the excessive no delivery alarm test and occlusion test due to the prime anomaly. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window, and a cracked case near the display window corners.

Event description:
The customer stated that she was experiencing unexplained high blood glucose levels. The customer stated that she was discharged from the hospital the day before the call due to diabetic ketoacidosis. Customer stated that she was in the intensive care unit and was admitted with blood glucose levels over 500 mg/dl. The customer also stated that she had an infected ulcer on her heel. The customer confirmed that she was wearing the insulin pump at the time of admission, but hospital staff later removed it. Blood glucose level at the time of the call was 444 mg/dl. The customer confirmed that the insulin pump had a crack on the reservoir compartment due to being dropped. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.